Event description:
Vascular stapler was being used on the inferior vena cava and malfunctioned causing a tear in the vessel with significant hemorrhage. Incision was enlarged in order to control the bleeding, patient was transfused and the tear was repaired. Original procedure was laparoscopic radical nephrectomy that was converted to an open nephrectomy due to this event.